Event description:
Nurse noted fluid near IV pump; upon investigation identified that there was a leak in the tubing that was administering fentanyl to the patient. Tubing removed and replaced. Patient received adequate pain control with new pca tubing.leak occurred at the point just below the yellow slide (piece that goes into the pump) where the size of the tubing changes.